Event description:
Additional information received from the consumer reported they had notified their primary physician and was referred to a urologist for their previously reported issues of loss of effect, no stimulation sensation, and weight gain. To resolve the issues, a new remote was sent to their primary care clinic. An appointment on (B)(6) 2015 was planned with the urologist.

Event description:
Additional information received from the health care professional (hcp) reported that the patient was being seen on (B)(6) 2015. It was unknown it if was resolved. It was further reported by the hcp on (B)(6) 2015 that analysis was ran and showed that there was only 1 program on the patient's device. The actions/interventions taken included saving/reprogramming all the programs. This was resolved since she now had programs.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3889-28, lot# v183972, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had pneumonia and chest pains in (B)(6) 2015 and was in the hospital for 6 days. The patient's health care provider (hcp) did not think the chest pains and pneumonia were related to the device. The patient came home with slight chest pain due to tightness of pneumonia and gained weight because they were on "prednisone." The patient was also put on lasix for swelling. When the patient got home and started physical therapy on their knees, they noticed they stopped feeling stimulation in (B)(6) 2015. The patient experienced a loss or change of therapy. The patient thought either the implantable neurostimulator (ins) was off or stimulation was low because of the weight they gained. The patient misplaced their patient programmer. The device was working in (B)(6) as the patient was using the programmer to change voltage and programs and the ins was working then. The patient saw a urologist on (B)(6) 2015. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. The patient also had an ins put in their stomach and it was not like the bladder ins. The patient did not have a remote for that one and had to go see their hcp if they needed any adjustments. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.